Event description:
It was reported that pump time was incorrect and caller needed help updating time and settings, with no known reason for why time was wrong and discrepancy greater than 5 minutes. There was no adverse impact to the customer's blood glucose level. Customer updated pump time with assistance from technical support, was advised to monitor pump and contact support again if time discrepancy recurred, and caller understood and acknowledged instructions.